Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Correction to initial MDR in field should have been (B)(6) 2017.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision procedure wherein the ipg will be relocated.